Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 176246: (B)(4) items manufactured and released on 28-nov-2017. Expiration date: 2022-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain caused by an aseptic loosening of the tibial tray after 1 year and 4 months from the primary. No revision surgery has been scheduled at this time.